Event description:
It was reported that the hospital biomed was working on the alaris pcu and after reconnecting the front face plate to the device some of the buttons stopped working. The biomed indicated an issue with the ribbon cable connector. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the hospital biomed was working on the alaris pcu and after reconnecting the front face plate to the device some of the buttons stopped working. The biomed indicated an issue with the ribbon cable connector. There was no patient involvement.